Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating his insulin pump was not matching the amount of insulin left in his reservoir. During trouble shooting, customer was advised to check for and discovered a leak in his reservoir. He was advised that the reservoir needed to be replaced. Customer's blood glucose level was 56 mg/dl. He ate some fruit to correct his blood glucose level. Customer threw away the reservoir. Nothing further was reported.